Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was manufactured over 15 years ago, the record could not be confirmed. Based on the results of the investigation, the cause as to why the probe was damaged could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a damage on the ultrasonic probe, the ultrasonic vibrator was exposed, and the displayed ultrasound image was defective with missing elements. In addition, the device evaluation observed following non-reportable findings: the water tightness was lost due to a pinhole on the channel tube, the connecting tube had a scratch, the control unit was sticky due to chemical stress, the scope connector and the electrical connector both exhibited corrosion due to chemical stress, the switch 2 did not work due to corrosion on the switch box, the switch 1 did not work due to printed circuit board corrosion from water invasion, and the distal end had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope was found to have a broken ultrasound probe. The issue was discovered at reprocessing, after an ultrasound gastroscopy (diagnostic) procedure. There was no delay reported, and the patient was not under anesthesia. The procedure was completed using the same device. There were no reports of patient harm.